Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and not returned; the glass cap is fractured at the glue zone; the fiber is blackened on 4.5 cm proximal to the fracture; the heat shrink tube is missing on 4.5 cm proximal to the fracture. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber cap detachment and fiber damaged at tip" @ 4,547 joules and 59 seconds of use. The case was completed with an "rtu". Patient outcome: "no injury to the patient reported".